Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with the iob enable on; duration 3.0hrs. The pump boots to the verify screen with vibratory and audible features. Ezprime steps were successfully completed. The pump was exercised for 24 hours with the iob feature set to on duration 3.0hrs; at end of duration test the 3.0hr duration was still programmed in the pump with no changes observed. There were no hypersensitive keys observed on the keypad. Investigators were unable to duplicate the complaint. There was no defect found.